Event description:
Customer reportedly obtained results of 259 mg/dl and 112 mg/dl on the advantage system within 10 minutes. An add'l comparison reports results of 243 mg/dl and 102 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.